Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: 9735740, software version: 1.3.0. A software analysis was initiated to determine the probable cause of the issue. Analysis found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that low memory warnings were continuously being displayed in the application after continuous execution of the workflow testing script. Analysis of the system showed the fluoromerge service had high memory usage. No patient was present. It was reported that the issue was resolved with a restart of the application as they were already out of the procedure.